Event description:
During preventive maintenance (pm) performed by zoll service personnel at the customer site, the thermogard xp ivtm system (sn (B)(4) failed functional testing and displayed a tcmid:05 (coolant diff failure) error message. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) performed by zoll service personnel at the customer site, the thermogard console (sn (B)(4) failed functional testing and displayed a tcmid:05 (coolant diff failure) error message. The root cause was the failed lm-34 temperature sensor, attributed to the aging of the device. This thermogard console was manufactured in november 2011 and has 9000 pump hours recorded. The console is 11 years old, well beyond its expected service life of 5 years. Zoll recommended the customer replace the thermogard console. During visual inspection, damaged and missing parts were observed, unrelated to the noted tcmid:05 error. Multiple small and large cracks/breakages were on the top cover deck, the pump lid hinges were missing screws, and the front housing assembly was missing, attributed to user mishandling and negligence. No documented report was found showing that preventative maintenance (pm) was performed since the customer acquired the device in 2011. The customer is getting approval to replace the thermogard console. Service was not performed due to the age and poor condition of the system. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).